Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture, pain, and breast looks deformed. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side rupture, pain, and breast looks deformed. Device remains implanted.